Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted into the patient's arm on (B)(6) 2015. At the time of contact, the patient's husband did not report any injury or medical intervention.

Manufacturer narrative:
(B)(6). The receiver data log was reviewed on (B)(4) 2015. The complaint of inaccurate cgm readings was confirmed. However, it was reported that the sensor was inserted into the patient's arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).